Event description:
Boston scientific received information that a zero was indicate for the shock lead impedance measurement. This occurred one time and went back to normal values. A review by boston scientific technical services (ts) discussed a possibility that the patient was noise electromagnetic interference (emi) field. Ts discussed to continue monitoring the patient. No adverse patient effects were reported. This system remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.